Manufacturer narrative:
Philips service performed calibration and returned the system to use with restrictions. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the wireless pedal failed, and the red wifi signal light was activated on an azurion 5m20. The clinical use of the system was unknown. There was no reported patient or user harm.